Manufacturer narrative:
Additional information was requested but not received.

Event description:
It was reported that patient presented for scheduled procedure. During procedure, it was noted that right ventricular (rv) lead exhibited unspecified helix rotation issue. The lead was ultimately not used and replaced with new lead. Patient was recovering.

Manufacturer narrative:
The complaint of helix mechanism issue was confirmed. As received, a complete lead was returned in one piece. Final analysis found no anomalies or distortion that would have contributed to the helix mechanism issue reported in the field. The cause of the reported event of helix mechanism issue was isolated to the helix being clogged with blood/tissue. No anomalies were found.